Manufacturer narrative:
The subject device was returned to omsc. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that when the subject device was connected to the video processor otv-s300 and the power was turned on, the endoscopic image of the subject device was not displayed on the monitor and could not be restored. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
Correction: g2 (other, japan). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. An evaluation performed upon the unit in question did not confirm or discover any abnormality. No cause could be attributed to the suggested phenomenon, as no problem was identified with this device. Olympus will continue to monitor field performance for this device.